Event description:
Patient was post c-section and jp drain placement. On post op day one, the physician was attempting to remove the jp drain, resistance was met and only the tubing was removed leaving the drain portion retained in the patient. The tubing portion was discarded. A second procedure was required to remove the retained drain which the patient tolerated well. The original packaging was not retained, however, a like package in the procedure area was obtained in close proximity to the procedure and it is highly likley they are from the same lot. There was no harm to the patient.